Event description:
It was reported that this system exhibited over sensing which resulted in inappropriate shocks. A revision procedure was performed as the root cause of the reported clinical observations could not be determined. The right ventricular lead was removed from service replaced with a new lead that was successfully interfaced to the existing device. No additional adverse patient effects were reported.